Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. It was reported that during the procedure, there was a problem with the force of the catheter. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6)2025 there was foreign material presumably blood inside the pebax. Additionally, under microscope inspection, it was found a separation between the pebax and electrode section. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and electrode section on (B)(6)2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on (B)(6)2025. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed foreign material presumably blood inside the pebax. Additionally, under microscope inspection, it was found a separation between the pebax and electrode section. Then, the device was connected to the carto 3 system and it was recognized and visualized correctly, no errors were observed. The force feature was evaluated and the force values and the vector were detected within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review the separation between the pebax and electrode could be related to the force issue reported by the customer. The root cause of the pebax damage might be related to a manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) component code: sleeve (g04115) were selected as related to the customer¿s reported ¿problem with the force¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿problem with the force¿ issue. In addition, biosense webster inc. Analysis finding of the ¿foreign material presumably blood inside the pebax and a separation between the pebax and electrode section¿. Manufacturer's reference number: (B)(4).